Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unexpected low batt alarms due to critical pump error (open book image). The motor and force sensor had moisture damage. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 195 mg/dl at the time of incident. It also stated that customer did not received critical pump error image on screen. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.